Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged low blood glucose while using the ilet, with device low and urgent low alerts occurring and the user self-treating with oral glucose; the lowest reported glucose was 51 mg/dl and the low persisted for about two hours, with the cause not determined. Symptoms included feeling warm. Outcomes included no need for assistance and no medical intervention or hospitalization. Investigation included customer interview and troubleshooting with education on hypoglycemia management. Investigation of this case revealed no confirmed device malfunction and no component failure identified, with the event classified as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.